Manufacturer narrative:
Initial info received from a physician via company sales rep (csr) on 30jul08: a female pt, age not specified, received injectable poly-l-lactic acid (plla) (sculptra) twice (lot number & expiration date unk) on unspecified dates for volume restoration in the tops of her hands. Plla has been reconstituted with sterile water and lidocaine, volume used was unk at the time of the report, however the solution was described as an 8cc solution. She had received her first inj & tolerated the procedure. Con meds & med hx not specified. On an unk date, 1 week after the 2nd plla tx, the pt was having a face lift when she experienced a delayed hypersensitive reaction, identified as "severe swelling": an IV was started in her hand, & that was when swelling occurred in both hands. The swelling was in the same areas in which she had previously been injected; she has been injected with plla in the tops of both hands only. The md cut into her hands, but found "just tissue". No bx was performed & no tissue samples were sent to the laboratory. The pt recovered. Tx with plla does not continue. Additional info for plla (lot #/expiration date unk) from product technical complaint report (B)(4) dated 02aug08, received by uspv on 04aug08: brr was without hint to root cause. The investigation results show that this kind of event is not batch related. Conclusion: no faults detectable. Addendum for additional info received from the csr on 07aug08: the only additional info is that the tx of the swelling, other than the surgical procedure, was kenalog; also, concerning whether both hands were used for IV infusions. Addendum for additional info received from csr 05aug08: (entered out of sequence): the adverse event occurred 6 wks following the 2nd inj of plla, it was nodules that appeared on the hands. The md reported that the pt's hands had several nodules on the top side of her hands & they appeared after she was being given an IV for a surgical p.

Event description:
(B)(4). Initial info received from a physician via a company sales representative on 30 july-2008: a female pt, age not specified, received injectable poly-l-lactic acid (plla) (sculptra) twice (lot number and expiration date unk) on unspecified dates for volume restoration in the tops of her hands. Plla has been reconstituted with sterile water and lidocaine, volume used was unk at the time of the report, however the solution was described as an 8cc solution. She had received her first injections and tolerated the procedure. Concomitant medication and medical history not specified. History of allergies unk. On an unspecified date, one week after the second plla treatment, the pt was having surgery (face lift,) when she experienced a "delayed hypersensitive reaction", identified as "severe swelling": an intravenous was started in her hand, and that was when swelling occurred in both hands. The swelling was in the same areas in which she had previously been injected; she had been injected with plla in the tops of both hands only. The physician cut into her hands, but found "just tissue, no nodule or lump was present." No biopsy was performed and no tissue samples were sent to the laboratory. Other event treatment not specified. The patient recovered. Treatment with plla does not continue. No further medical info reported. Additional info for sculptra (lot #/ expiration date unk) from product technical complaint report (B)(4) date 02-aug-2008, received by uspv on 04-aug-2008: batch record review was without hint to root cause. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches. The review of the device history reports and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. No faults, defects, damages detectable. Conclusion: no faults detectable. Addendum for additional info received from the company sales representative (csr) on 07-aug-2008: the only additional info known to csr is that the treatment of the swelling, other than the surgical procedure, was injectable triamcinolone acetonide (kenalog); also, concerning whether both hands were used for intravenous infusions, the csr is not completely sure, but what she does remember from conversation with physician is that she remembers only one hand. No additional medical info provided at this time. Addendum for additional info received from csr 05-aug08: (entered out of sequence): the adverse event occurred 6 weeks following the second injection of poly-l-lactic acid, and it was nodules that appeared on the hands. The physician reported that the pt's hands had several nodules on the top side of her hands and they appeared after she was being given an intravenous for a surgical procedure. Date of event and size of nodules not specified. No other info known to the csr.